Event description:
The manufacturer received information alleging a ventilator failed to power on. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power supply needs replaced to address the issue.